Event description:
It was reported that unspecified alarm occurred. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer reset the pump and continued to use the pump for insulin therapy. No additional information was provided and the customer declined troubleshooting with tandem technical support.